Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated based on information received with initial report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decrease/impaired vision and retinal detachment (bleeding/vitreous hemorrhage) are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent procedure, the patient presented with retinal bleed associated with poor vision, approximately ten (10) months postoperatively. Initially, the retina appeared ¿bullous¿ and the patient was subsequently referred to a retinal specialist who diagnosed a sub retinal bleed. Reportedly, prior to onset date, the patient¿s iop remained stable and the stent appeared in good position. The surgeon planned a gonio examination in 1-2 weeks. Additional information is being requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the patient underwent uneventful right eye cataract plus stent procedure. The reported retinal hemorrhage was associated with hazy vision, and the hemorrhage was treated with vitrectomy. The patient's current status was reported to be ¿recovering from vitrectomy¿.